Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review , a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a corflo cubby dual port standard balloon was placed during an enteral feeding device replacement procedure. According to the complainant, approx a week after placement, there was a pinhole in the balloon and the device dislodged from the pt's body. Another corflo cubby dual port standard balloon was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.